Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months and twenty days following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was identified via echocardiogram. As reported, the valve was possibly in a deeper position now than at implant. Subsequently the valve was explanted six months and two days post valve implant due to the severe pvl. No additional adverse patient effects were reported.